Event description:
It was reported that antibiotics were hung at about 2:00 pm. When nurse left room, the antibiotics were flowing. Nurse returned at approx 2:30 pm and noticed that there was blood in the second tubing and antibiotics were not infusing. The nurse disconnected the tubing and flushed the line and there was no problem with the flow of the tubing.